Event description:
Customer reported the insulin pump had a scratch on the display. Customer states if she runs her finger nail through the scratch it is about a quarter inch long. Customer's blood glucose was 73 mg/dl. Customer was unaware how the damage occurred. Customer was advised to discontinue use of the device and revert to back up plan. No further info reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. No physical damage to battey cap noted.